Manufacturer narrative:
Tech found the bed in bed shop. Found the head section is all the way down and will not go up from either siderail. No alarms. Isolated the issue to stuck valve. Replaced the head up valve to resolve this issue.

Event description:
Complaint received that the head section will not go up. No injury reported.